Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a pacemaker replacement, the implanted ventricular lead was screwed to the subject device and the tightening click was heard. However, the ventricular lead was not correctly tightened to the pacemaker. After several unsuccessful attempts to connect the lead, the device was replaced by another eno dr and the operation could be correctly performed. The patient is pacing dependent.

Event description:
Reportedly, during a pacemaker replacement, the implanted ventricular lead was screwed to the subject device and the tightening click was heard. However, the ventricular lead was not correctly tightened to the pacemaker. After several unsuccessful attempts to connect the lead, the device was replaced by another eno dr and the operation could be correctly performed. The patient is pacing dependent.